Event description:
On (B)(6) 2010, this pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat a dissection in the thoracic aorta. On (B)(6) 2010, the pt presented with pain, and computed tomography angiography (cta) demonstrated that the aortic extender component had migrated distally about 1 cm. It was reported dissection progression of the thoracic aorta was also identified. The same day, a gore tag thoracic endoprosthesis was implanted for proximal extension, and final angiography revealed successful exclusion of the dissection. The pt tolerated the procedure well. On (B)(6) 2010, f/u imaging showed successful exclusion of the dissection. On (B)(6) 2010, the pt presented with chest and back pain, and f/u imaging again showed progression of the retrograde dissection. The pt's chest and back pain resolved without surgical treatment, and the pt was discharged from the hospital. No further adverse events were reported, and the physician will continue to monitor the pt.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Refer to medwatch #2953161-2010-00211 for the medwatch on the aortic extender component involved in this event.